Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00430001313, modular humeral stem 13 mm stem diameter 130 mm stem length, lot # 62052450. Item # 00430008700, glenoid component pegged 52 mm diameter articular surface used with blue (52 mm) instruments, lot # 61626329. Reported by patient. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05736, 0001822565- 018-05737.

Event description:
It was reported that following removal of a fractured cerclage wire, the patient experienced the formation of hematoma approximately twelve (12) days post-op. During follow-up visits approximately three (3) weeks and two (2) months after the cerclage wire removal, the hematoma was smaller and the patient had full range of motion of shoulder. However, the patient is still experiencing some ongoing shoulder pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.